Event description:
Customer claims device gave a result of 902 mg/dl. During troubleshooting found reading of 206 mg/dl in meter memory. Customer states did not read upside down. No treatment given. Controls were in range. A request was made for the return of the suspect device and replacement was sent.